Event description:
This is a report of a colleague infusion pump with a failure code 550:320:654:0000, which could have caused an interruption of delivery. The reported condition occurred during power up in the biomed service department. There was no patient involvement, injury or medical intervention. The software version for this device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 550:320:654:0000 was confirmed but not reproduced. The cause of the reported condition was determined to be a faulty speaker harness. The speaker harness was replaced to fix the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up med watch will be submitted. (B)(4).